Event description:
Additional information from surgeon in 09/2005: pt had double intrvitreal injection. Forty-five days post-op, pt experienced retinal detachment; underwent repair procedure. Noted pt had pain, redness, tyndall, fibrinous veil in the pupilla which provoked hypertonia and pupillary block (operated on 3rd day following diagnosis). Also had local treatment with eye drops; anterior vitrectomy and pupil refection. Vitreous cultures done at time of pupillary block (third day), but pt had already been treated with atb. No germ found. Recovered at 1 month post-op, but retinal detachment occurred four months later. Customer noted this is an isolated case; unrelated to this device. No recurrence.

Event description:
Reporter noted patient was fine at d+1 after surgery. Presented with painful red eye within six days of uneventful cataract extraction performed in 05/2005. Treated with antibiotics a week later. No cultures done. Feels system is cause of event.